Manufacturer narrative:
Literature citation: hideto ito, naoya yasaki, atomu ogura, mochihito suzuki, toru tsukui, takashi fujiwara, hiromasa tanaka, yoshiharu sugiyama and akio moriyama. "Clinical results of balloon kyphoplasty (bkp) for nonunion or delayed union after osteoporotic thoraco-lumbar burst fracture". (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: nonunion or delayed union it was reported on (B)(6) 2015 in an abstract that in the periods between (B)(6) 2013 and (B)(6) 2015, total of 11 patients who had nonunion or delayed union after undergoing osteoporotic thoracolumbar burst fracture underwent bkp. As post-op complication, 1 cement migration occurred.